Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead could not be used with a 6f introducer as indicated on the packaging label. Physician had to use a 7 fr introducer instead. There was no adverse consequence for the patient due to this.